Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The expected blood glucose test result range is not verified. The customer reported symptoms of blurred vision. The customer is currently taking insulin to manage diabetes. Medical attention is reported on (B)(6) 2015 as a result of the meter's readings and reported symptoms. Blood test performed by customer during call on (B)(6) 2015 produced results of hi and e-5 error message. Blood test performed by customer on (B)(6) 2015 produced result of hi. Storage of product not verified. The test strip lot manufacturer's expiration date is 09/23/2018 and open vial date is not verified. The meter memory not recalled.